Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted dried blood in the lumen of the lead, along with physical induced damage to the lead body which likely occurred during the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis revealed that the lead met specification electronically.

Event description:
Boston scientific received information that shortly after the implant of this left ventricular lead, high thresholds were noted. It was determined that the lead had dislodged. The pocket was re-opened and surgical intervention was performed to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and replaced. No further information is available. This report will be updated if more information becomes available.